Manufacturer narrative:
At time of filing, the reported device is not expected to be returned to conmed for evaluation. This reported event is entering the investigation process. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported issues with the vcare dx # 60-6085-000, unknown lot, recently experienced at palmetto hospital on an unknown date. Information received was that the doctor had a case where the product caused a uterine perforation on a patient while using v-care dx product. It was noted no harm was done to patient. Clarification received indicates the procedure was a tubal ligation, female patient and all pieces of the vcare were removed. The lot number of the vcare is unknown. Although requested, no further information was made available. This report is being raised on the basis of injury for the perforation of the uterus.

Manufacturer narrative:
Investigation of the customer's reported issue and complaint was inconclusive. The device in question, used in the procedure, is not available for evaluation by conmed. No photographic evidence has been provided. Therefore, the reported failure cannot be verified, and root cause can not be identified. As a lot number was not provided, conmed could not conduct a two-year lot history review or review the manufacturing documents from the device history record. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Per the IFU, the user is also advised to avoid injury to the uterine wall or expulsion of the device from the uterus, do not underinflate the intrauterine balloon. Inflation with 7 to 10ml of air is recommended to compensate for injected air trapped in the dead space of the pilot balloon and inflation tube. Do not exceed 10ml. Check the pilot balloon frequently to ensure inflation of the intrauterine balloon. If the intrauterine balloon ruptures, the pilot balloon will not feel firm when squeezed between your fingers. If the intrauterine balloon has ruptured, stop all manipulation immediately, remove vcare® dx¿ and replace it with a new vcare® dx¿ unit. Use of a ruptured balloon maycause an air embolism. In addition, it eliminates the protection to the uterine wall and may increase the potential for uterine perforation. This issue will continue to be monitored through the complaint system to assure patient safety.